Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a patients personal contact regarding a patient who was implanted with a neurostimulator for non-malignant pain and peripheral neuropathy. The caller reported the patient was having pain in his back in the area where his lead wires were. The healthcare professional (hcp) stated it wasnt the stimulator causing the pain and that it was a muscle problem. The caller reported that the day after the hcp visit the patients pain had gotten worse and he could not move, walk, or take a deep breath. The patient went to the emergency room and they did blood work and took a CT scan but they found nothing that gave information as to what the pain was related to. After the patient came home from the ER he fell on his back and ever since has been in pain where the stimulator was. It was noted the patient could hardly have a bowel movement because of the pain. The caller gave the patient me dication to alleviate the pain. The hcp stated through follow up that there were no problems with the stimulator. He determined that the cause of the pain was a contusion in the lumbar area of the spine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.